Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had a hematoma from the trial procedure. The site and associated signs were unknown. The patient was hospitalized. No further information could be obtained despite good faith efforts.